Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction- the summary report designation is incorrect; the report is not a summary report. It was also determined on receipt and investigation of the returned device that the coating was not broken nor was it falling off. There was a singular offset coil and a review of risk documents showed a risk severity rating of low impact. This is no longer considered a reportable event. Description of event: as reported, while opening a bentson straight fixed core wire guide prior to procedural use, the device tip was kinked, and the outer coating appeared broken. The wire did not have contact with the patient. A new wire was used to compete the procedure. The devices are normally stored in baskets within closing glass cupboards inside of the lab. There was no damage noted to the packaging. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complaint device was returned to cook for investigation. Physical examination of the returned device showed a severe offset coil 6mm from the distal tip, with the end solder intact. No coating breakage was present. There is no evidence from device failure analysis that the complaint was manufactured out of specification. A review of the device history record found four non-conformances related to the reported failure mode. Related non-conformances include irregular/insufficient teflon coating coverage on 1 device and stretched coil on 1 device, all of which were scrapped. Cook concluded that the remaining recorded non-conformances are not related to this incident. A review of complaint history records shows no other complaints associated with the complaint device lot. The affected device does not come supplied with an IFU. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded shipping/handling contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Common name & product code = dqx wire, guide, catheter. Customer name and address- postal code: 2065, phone:(B)(6).occupation: other non-healthcare professional: manager. PMA/510k #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, while opening a bentson straight fixed core wire guide prior to procedural use, the device tip was kinked, and the outer coating appeared broken. The wire did not have contact with the patient. A new wire was used to compete the procedure. The devices are normally stored in baskets within closing glass cupboards inside of the lab. There was no damage noted to the packaging. No adverse effects were reported due to this occurrence.